Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed stuck button. Troubleshooting was performed. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. The customer stated that they were unsure if they pressed a button down for three minutes or longer. The insulin pump was also not exposed to change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined to have the insulin pump replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.